Event description:
It was reported the patient had a urinary tract infection and bladder pain. It was noted the patient was prescribed bactrim for five days. It was reported the patient¿s symptoms resolved without sequelae on(B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v521173, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 303, serial# (B)(4), product type: programmer, patient. (B)(4).